Event description:
A customer contacted beckman coulter inc., (bci) and reported that they observed smoke coming from the back of the unicel dxi 600 access immunoassay system. The customer had received a communication error and rebooted the instrument. Upon reboot the customer received a "bad mcc board =6" error message and observed smoke coming from the instrument. The customer powered down the instrument and called for service. There were no flames or fire, and no injury to user.

Manufacturer narrative:
The instrument has all appropriate safety ratings. A field service engineer (fse) was dispatched: the fse inspected the instrument and found that mcc board #6 had one blown chip. The fse replaced the board and performed a routine system check and qc; all results were within instrument and qc specifications. Hardware is the root cause for this event.